Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Added codes to h6: device code, type of investigation, investigation findings, and investigation conclusions. The device was not returned, and no image evaluation was performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints for "post-implantation - interventional device interacts with non-edwards device", "valve deployment and position - deployed valve exhibits central regurgitation", "valve deployment and position - deployed valve exhibits paravalvular leak" were unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted within native mitral position. The sapien 3 ultra resilia (s3ur) with the commander delivery system (ds) was indicated for native aortic valve with severe native calcific aortic stenosis replacement, surgical bioprosthetic valve in aortic or mitral position, or annuloplasty ring in mitral position, so it was off label operation for this case. As reported, "after deployment of the first 29mm s3ur valve, paravalvular leak (pvl) was noted. A pvl closure was attempted with amplatzer closure device, but the ventricular side of the closure device was through the open cells of the s3ur and interacting with the transcatheter heart valve (thv) leaflets causing mitral regurgitation". Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. In this case, valve was implanted into a non-circular or bicuspid native mitral valve, so the circular deployed valve could not properly seal against the native mitral annulus resulting in the paravalvular leak. As such, available information suggests that procedural factors (off label operation) contributed to the reported event. As reported, a closure device (amplatzer) was used for paravalvular leak; however, "the ventricular side of the closure device was through the open cells of the s3ur". As such, available information suggests that procedural factors (improper advanced or positioned non-edwards device) contributed to the reported event. After the closure device was implanted for paravalvular leak, the central regurgitation was noted. In this case, it was likely the non-edwards device interacted with the leaflets, resulting in suboptimal leaflets coaptation with central regurgitation. As such, available information suggests that procedural factors (interaction with non-edwards device) contributed to the complaint event. The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to tavr procedures, the available training materials were reviewed only for information potentially relevant to the device use. No labeling/IFU deficiencies were identified. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during an off label transfemoral tmvr procedure with a 29mm ultra resilia valve in the native mitral position (mac), after deployment of the first 29mm s3 ur valve, paravalvular leak (pvl) was noted. A pvl closure was attempted with amplatzer closure device, but the ventricular side of the closure device was through the open cells of the 29mm s3 ur and interacting with the transcatheter heart valve (thv) leaflets causing mitral regurgitation. The root cause for the pvl was calcium between the valve and the 29mm s3 ur frame. The type of regurgitation was central as the vascular closure device was impeding the function of the first s3 ur valve leaflets. A second s3ur valve was placed to seal the pvl and prevent interaction with the thv leaflets with great result.